Event description:
Boston scientific received information that this patient presented to the emergency room due to a syncopal episode. The device had been implanted for over twenty-one years. There is no allegation against the product performance of this device. The device was explanted without further incident.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated when device evaluation is complete.